Manufacturer narrative:
Examination of the returned device confirms the reported event of tip damage. A complaint database search on the provided product code identified similar events which were attributed to product wear out and or misuse. The root cause is attributed to product wear out as the returned devices tip is worn/damaged showing signs of moderate/heavy usage. Based on the root cause of product wear out, corrective action is not needed. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tip of the screwdriver was torqued and bent.